Event description:
It was reported that there are missing pieces.

Event description:
It was reported that there are missing pieces.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm ratcheted handle 33cm, it was confirmed that the device had a missing piece. The push button from the proximal end of the device was detached. The detached push button was returned with the device. Also noticed, were dings and scratches throughout the shaft of the device. The probable root cause/s could be user mishandling, due to the detachment of the push button at the proximal end of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.